Event description:
Patient underwent primary surgery on (B)(6) 2023. On the (B)(6) 2023, the patient reported pain. On the (B)(6) 2024, neurontin treatment was performed, even if it had a limited efficacy. On (B)(6) 2024, the patient has been treated with corticosteroid injection (efficacy for 4 months). On (B)(6) 2025, the patient came in reporting pain and the patient has been again treated with corticosteroid injection.

Manufacturer narrative:
Batch review performed on 22-apr-2025. (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 26-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department few weeks after primary tka, the patient complains of pain, undescribed. Apparently, after one year of various treatments, the pain was not resolved. With no information at all, no comments or analysis can be made. Additional devices also involved: gmk-spherika 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 2312266 (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 02-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.0510fl tibial insert fixed sphere flex size5/10 mm l (k121416) lot. 2316044 lot 2316044: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 12-jul-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.